Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the controller experienced the inability to connect power to port when patient was changing battery causing a power disconnect alarm. Inspection showed a bent pin on controller battery port. The controller was exchanged successfully at the bedside and no further alarm or connection difficulty. There was no effect on the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted in order to evaluate the device performance in relation to the reported event of "inability to connect power to port". The reported event was confirmed via visual inspection. Analysis of the device revealed that the unit failed visual inspection and functional testing due to a bent pin on port 1 which prevented the transfer of electrical signal from the battery or ac power source to the controller. This subsequently rendered the port inoperable. This failure is most likely due to a forced or improper connection to the port causing the pin to bend. Heartware has opened an investigation under evaluate bent power connector socket pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.